Manufacturer narrative:
(B)(4). The crux 7024 vcf delivery system, femoral was investigated according to volcano policy. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints regarding this failure mode within this lot have been reported. There is currently no description of the crux vcf implant procedure. As such, it is not yet possible to conclude whether or not there was a device malfunction in this case. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities. No further action is required or anticipated at this time.

Event description:
The customer reported the device was implanted on friday (B)(6) 2015 and the patient returned monday (B)(6) 2015 with a pulmonary embolism (pe). Patient is on anticoagulants and is stable.